Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patent sample. The initial result was <0.1 miu/ml with a data flag. The repeat result was 358.0 miu/ml. The customer repeated it again and the result was 270.7 miu/ml. When the doctor called to question the result, she repeated the sample again on (B)(6) 2012 and the result was 402.1 miu/ml. The customer sent the sample to another laboratory to have it tested, but no results were provided. The doctor had another sample collected (B)(6) 2012 on this patient and the result was <0.1 miu/ml. It was unknown which result was correct. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were not provided. The field service representative determined there was an issue with the pro cell solution. He replaced the bottles of pro cell with new ones and as a precaution replaced clean cell solution. He cleaned the instrument completely in case of possible contamination. He also performed preventative maintenance. He performed precision testing with acceptable results and determined the unit was running acceptably. The customer ran the same sample twice for hcg and the results were acceptable. The calibration and qc results were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The field service representative determined the pro cell solution was the cause.